Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device overheated (119.9 degrees) due to worn burr lock bearings. Therefore, the reported condition was confirmed. This type of damage is consistent excessive force being applied to the device during use (user error). If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the motor device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.